Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels while at the hospital doing therapy. The blood glucose reading was 434 mg/dl. The customer complained of thirst, fatigue and weakness, and she treated with a bolus using the insulin pump. She also noted that she had received a sensor end alert. Unable to complete troubleshooting due to lack of tubing clamp. Advised the customer to change the entire infusion set and reservoir. Nothing further reported.